Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 4574 lead, implanted: 2014-(B)(6), product ID 407458 lead, implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that one day post implant of the left ventricular (lv) lead, the lv threshold had increased resulting in pacing failure. The lead was repositioned. No patient complications have been reported as a result of this event.